Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 294 mg/dl and 125 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, however, customer is not sure if current vial of strips are the actual strips from the incident as customer has 2 vials of strips with the same lot number. Replacements were sent.